Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection. Two other devices were also noted to have burs (please reference 6000037-2000-00039 and 6000037-2000-00040). A fourth device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has just been received by this MFR. Co is unable to determine the exact cause for this event at this time. A supplement will be forwarded upon completion of the engineering eval. Co is unable to determine the exact cause for this event. Directions for use state: "before each use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."